Event description:
A physician reported that ophthalmic operating console and handpiece had insufficient ultrasound oscillation was halfway during cataract surgery. The physician pointed out that ultrasound was weak and the nucleus was pressed too much in the patient's eye (unknown), then anterior capsule tear occurred and continuous curvilinear capsulorhexis (ccc) was spread. However, it was unknown if the nucleus fell or not, the wound was sutured with the nucleus remained. The surgery could not be continued and the nucleus remained in the state of more than half, intraocular lens (iol) could not be implanted and ended up pause and canceled. The following day examination was performed, the patient was transferred to another hospital for additional medical intervention and reported that the nucleus was removed and an intraocular lens (iol) was implanted there. Two days later ultrasound oscillation was confirmed to be no problem. The current condition of the patient was unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.